Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in the left eye (os) post treatment. A flap lift and rinse were performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation prior to flap lift, after flap lift patient is happy with visual acuity and has no further complaints. Patient reported symptoms are not interfering with daily activities. The patient's symptoms had resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.75 x .00 x 90, left eye pre-op 20/20 -1.75 x -1.00 x 75. Bcva from (B)(6) 2018: right eye post-op 20/20, left eye post-op 20/40. Bcva from (B)(6) 2018: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.